Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during their trial, they were allergic to the surgical tape, so they had to go to the hospital and have the trial removed. The patient stated that they developed lisps, so they had to have it removed. They noted that this occurred maybe 5 years ago. No further complications were reported or anticipated. The patient was implanted for spinal pain.